Manufacturer narrative:
Insulin pump received with missing segments or partial display due to cracked glass. Unable to perform the displacement test and self test due to missing segments or partial display. Pump received with broken belt clip rails.

Event description:
The customer reported insulin pump damaged at reservoir compartment. The customer¿s blood glucose level was unknown. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.